Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported pressure problem. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump repeatedly shows overpressure during bolus administration. The problem occurred during the normal bolus. The disorder occurred in the womb, in a woman giving birth with a lying epidural, the pump was connected to the patient there was no patient harm. The incident took place repeatedly on the following dates: (B)(6) 2024.